Manufacturer narrative:
The device was not return for analysis. Attempts to gather additional information have been made. However, our attempts have been un successful. Since the device was not returned, we are unable to perform further root cause analysis. All devices are 100% tested and all products are 100% inspected for damages and irregularities during manufacture. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that the mvp plug migrated. There is no allegation that a patient injury occurred.